Event description:
International customer reported that the suture broke during use. No adverse pt consequences were reported.

Manufacturer narrative:
Result: unopened representative samples were tested for knot pull tensile strength, and the results meet requirements. Opened and unopened samples were visually examined and vacuum tested for seal integrity. The sample failed. Conclusion: no tensile failure detected, and the samples met spec. The seal integrity was out of spec.